Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they received the replacement antenna and they changed it out but they still had no use in their legs. It did not do anything for them and they were in pain and could not walk. They still had to charge twice a day. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins. The patient reported that starting early this year charging the ins has become more difficult. It was reported there was a message on the device that says ¿call medtronic¿ and it will not charge back, it keeps on stopping. After the message it went to the black screen and it erased. The patient reported that they tried again and again and it usually makes them do it 2 or 3 times, then the controller goes to the blank screen. The patient reported that during troubleshooting, the controller connected and got ¿recharge excellent¿ then quickly went to ¿poor recharge quality¿. The patient repositioned the rtm, recharging started again but then got poor recharge quality and this happened several times. The patient reported that they took the rtm away from the ins and put the rtm on the table and got poor recharge quality, tried again brought it to the settings screen, while trying to use #10 from the menu #10 recharging was grayed out. No patient complications have been reported because of this event.